Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump shut down. The customer's blood glucose (bg) was over 500 mg/dl with an unspecified ketone level. Reportedly, customer sustained bruising due to a fall as a result of high bg. Bg was treated via manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.